Event description:
The complaint description states, "provider stated when they pushed the vial down the liquid did not go down through to the bottom and dissolve." Follow up information: "market surveillance received response (B)(6) 2025: address is: (B)(6). If you can include 'send to pharmacy department' somewhere that would be great."

Manufacturer narrative:
This MDR is submitted following a retrospective complaint review conducted under CAPA pr 5560509. The event met MDR reportability criteria but was not reported within the required timeframe due to an initial misassessment of reportability. This report is being submitted upon identification of the reporting gap and confirmation of reportability. There was no physical sample or photos available of the reported defect. Reported defect cannot be verified. There were no nonconformities, failure, rework, or deviations documented in the batch record during the manufacture of advate with baxject iii lot tata013b which could have contributed to the reported problem. A review of the batch records associated with the manufacture of lot tata013b was performed. It was found to have been inspected, assembled and packaged per required procedures and per cgmp and met all acceptance criteria. A review of the container closure integrity test (ccit) inspection report found that total vials tested met acceptance criteria and did not exceed the total reject limit for no vacuum vials. The vaporized hydrogen peroxide (vhp) cycle was reviewed and determined to have met specification limits with no issues that could have contributed to the complaint. The complaint is not confirmed as no sample (physical or photos) was provided, and no manufacturing issues with the process, equipment, or material were identified that could have adversely impacted the quality of the product. No root cause related to manufacturing was identified in the course of the investigation. As a result, no escalation, no deviation, and no corrective and /or preventive actions are warranted at this time. A review of the monthly report ((B)(6) 2025) for advate was also performed relative to the subcategory "no diluent transfer". The complaint rate in 2023 was (B)(4) representing a decrease to (B)(4) in 2024. The current 2025 complaint rate is (B)(4) per sales. D2a: procode: baxject iii is an integral device constituent of the advate combination product and is not marketed or regulated as a standalone medical device. The FDA emdr system requires selection of a product code; therefore, product code lhi was selected based on the device's reconstitution function and historical baxject product family. Baxject iii does not have an independent FDA device product code.